Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex femoral component precoat catalog # 00596001751 lot # 62840005, nexgen lps-flex articular surface catalog # 00596205010 lot # 62752707, nexgen all poly patella catalog # 00597206535 lot # 62766592, nexgen all poly patella catalog # 00597206535 lot # 62758983. Implant date: (B)(6) 2014. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00052, 0001822565-2018-02153, 0002648920-2018-00295. Remains implanted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient was experiencing pain post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Medical records provided identified that the patient's lab results were negative with no elevation for white blood count and the patient's basic metabolic panel appeared to be within normal limits. Bilateral ultrasound results identified that the patient was negative for deep vein thrombosis. Operative notes, anesthesia notes, nursing notes, and par notes identified no complications. Per package insert, pain is one of the known adverse effects of total knee arthroplasty. However, without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.